Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2104102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During prep, it was noted that the 6f/7f mynxgrip vascular closure device (vcd) would not deflate when the tech performed balloon inflation per instructions for use (IFU) protocol with pure saline and no contrast added. They pulled negative several times with mynxgrip included syringe and the mynxgrip balloon would not deflate. They passed the device off, opened and prepped another of the same with no issues. The device was not used clinically and there was no reported patient injury. This happened during prepping on the back table. The device stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was opened in sterile field. The balloon was not inverted. The operator was trained to the mynxgrip device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 during prep, it was noted that the 6f/7f mynxgrip vascular closure device (vcd) would not deflate when the tech performed balloon inflation per instructions for use (IFU) protocol with pure saline and no contrast added. They pulled negative several times with mynxgrip included syringe and the mynxgrip balloon would not deflate. They passed the device off, opened and prepped another of the same with no issues. The device was not used clinically and there was no reported patient injury. This happened during prepping on the back table. The device stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was opened in sterile field. The balloon was not inverted. The operator was trained to the mynxgrip device. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position as received. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device. The balloon of the returned device remained partially inflated when the syringe plunger retracting to lock position during the device failure investigation. The results confirmed the user's complaint. Per microscopic analysis, visual inspection at high magnification of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. A product history record (phr) review of lot f2104102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ during prep¿ was confirmed during the analysis of the returned device. The reported event was caused by the proximal end of the polyimide shaft abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.